Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was out of the skin. The closing failed. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. Vessel diameter at the femoral site was confirmed to be =5 mm, with moderate vessel tortuosity and moderate calcium presence near the puncture site. The device was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) was out of the skin. The closing failed. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. Vessel diameter at the femoral site was confirmed to be =5 mm, with moderate vessel tortuosity and moderate calcium presence near the puncture site. The device was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that both button 1 and button 2 were fully depressed. The stopcock was found open, with a cordis mynx syringe detached from the unit. The sealant was not returned for this evaluation. The sealant sleeves were observed in a retracted position, consistent with button 1 being fully depressed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was not retracted, and the core wire was present, while the atraumatic tip showed no damage or abnormal condition. Additionally, an internal component review revealed that the core wire was misplaced from its expected position beneath button 2. A simulated deployment functional test could not be performed, as the device was received already actuated with both buttons fully depressed. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device due to the nature of the complaint and the sealant was not present with the device. However, an additional condition of ¿balloon-retraction jam¿ was noted to the returned device since the balloon was not retracted with button 2 fully depressed. The exact root cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the sealant coming out of the skin. However, if the balloon was not retracted before device removal, which was noted with the returned device and not reported by the customer, this could dislodge the sealant from the arteriotomy when removing the device from the patient. In regard to the balloon retraction jam condition, it is also difficult to determine what factors may have contributed to the event since there were no issues reported by the customer. However, per review of the product received, this condition appears to be related to the misalignment of the core wire related to the balloon retraction mechanism beneath button # 2. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the products labeling with the intent to make the user aware of the risks. Per the IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ based on the product analysis, and review with the product engineering team (pet), the issue with the balloon retraction could be potentially related to the manufacturing process of the unit. Therefore, this event was captured under a risk assessment to address this issue.